Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. During investigation the monitor failed a pulse test and displayed a service code 203. The cause for the pulse test failure was isolated to a shorted q3 transistor on the monitor computer/analog board. The root cause for the shorted q3 transistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
While investigating monitor (B)(4) for an unrelated issue, a reportable problem was discovered. The monitor failed a pulse test.